Event description:
It was reported on (B)(6) 2010 that the vns pt was seen by the treating psychiatrist as the pt noted that he did not feel as though the device was working. The physician performed a system diagnostic test which revealed high lead impedance, dcdc=7. The pt was seen last on (B)(6) 2010 where normal mode diagnostic test revealed normal results and the device was functioning as intended at that time. There was no report of trauma or manipulation. The physician did note that the pt is an avid golfer. The pt was referred to have x-ray taken, which were sent to MFR for review. Review of x-rays revealed no gross lead fractures or discontinuities visualized on the portions of the lead body that could be assessed. There was a sharp angle observed in the lead body caudal to the anchor tether and cephalad to the bifurcation. Additionally, there was a potion of the lead body located behind the generator that could not be assessed. Based on the x-rays received, no obvious anomalies were identified that could be contributing to the high lead impedance. However, in the lateral view, a sharp angle was observed in the lead body caudal to the anchor tether and it cannot be determined if this sharp angle is contributing to the high lead impedance. A lead discontinuity in the portions of the lead that could not be fully assessed cannot be ruled out. Further follow up with the physician revealed that the pt is to be seen for follow up on friday (B)(6) where the plan is to program the device off, and begin looking for a surgeon that the pt can arrange to see to possibly replace the lead.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.